Manufacturer narrative:
B6): relevant tests/laboratory data unknown d4/h4): the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld #2 was not returned, thus no returned product investigation was performed. H6): perforation of vessels is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv) lead due to non-function. A spectranetics lld #2 lead locking device (lld #2) was inserted into the lead to provide traction. Beginning with a spectranetics 13f tightrail rotating dilator sheath, advancement was achieved to the right atrium (ra) near the coronary sinus (cs) ostium. While applying manual traction, the lv lead popped free and was removed; however, the patient's blood pressure dropped. Rescue efforts began immediately, including thoracotomy, and a perforation of the coronary sinus was discovered and repaired with a single stitch. The chest was packed with gauze and left partially open. When it was confirmed that bleeding was under control, the chest was closed on (B)(6) 2024, four days post-procedure. The patient survived and will return to the ep lab at a later date to have a new lv lead inserted. The physician stated that the perforation occurred when the lead was freed from scarring around it, and pulled back from its original location into the main body of the cs. This report captures the lld providing traction to the cs lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.